Event description:
Additional information noted that this device was explanted but will not be returned as the device was abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and tones were emitted. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains implanted. No adverse patient effects were reported.